Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reports that the v60 unit's touchscreen malfunctioned. The unit was not in clinical use at the time of the event, and no patient was involved.

Manufacturer narrative:
Date of report: 14jun2019. Date received by manufacturer:13jun2019. The device went through an operational performance check where the reported problem could not be duplicated. Philips personnel recommended replacing the touchscreen as a preventive measure, and the customer then cancelled repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.